Event description:
Patient's pump had alarmed. When nurse went to remove the tubing, it was noted the top of the tubing looked "ballooned".what was the original intended procedure?IV infusion of meds and fluids.